Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a pipeline shield would not open. The pipeline was used for an indication that is was approved. The pipeline was advanced through the micro catheter to the mca. The p ipeline was unsheathed in the mca and pulled back to the ica. Then the distal end of pipeline did not open so the pipeline was resheathed and unsheathed again. The physician resheathed and unsheath multiple times and then the device finally opened but not fully. Then the physician deployed pipeline completely. Then angioplastied pipeline with hyper glide balloon. The pipeline was not positioned in the bend and failed to open more than 50%. The pipeline was resheathed more than 2 times. The pipeline wasn¿t removed but full wall apposition was achieved.